Manufacturer narrative:
The customer reported that the arterial bubble detector sensed bubble even though perfusion did not think air entered the circuit. The failure occurred during treatment. The flow/bubble sensor was replaced. No harm to any person has been reported. As any flow issues and bubble alarms are a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. According to the service and sales unit, the customer could not provide the serial number of the cardiohelp. The customer did not know which cardiohelp device was involved. Without a serial number of the cardiohelp, a work order cannot be created in order to repair the device. Thus, no service can be performed by a getinge technician. No further additional information can be provided by customer. Thus, the root cause remains unknown. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information- influence due to other ultrasonic devices (e.g. Flow sensor)- environmental influences (atmospheric pressure temperature, humidity, emi, overvoltage)- software failure- bubble sensor defective / disturbed- detection of no-existing bubbles. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. Based on the results the reported failure "arterial bubble detector sensed bubble even though perfusion did not think air entered the circuit" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if the serial number of the cardiohelp or other relevant information become available, the complaint will be reopened and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported, that the arterial bubble detector sensed bubble even though perfusion did not think air entered the circuit. The failure occurred during treatment. The flow/bubble sensor was replaced. No harm to any person has been reported. As any flow issues and bubble alarms are a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. A getinge field service technician (fst) was sent for investigation. The flow/bubble sensor was tested. The fst could not replicate the failure. The flow/bubble sensor functioned properly. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information. - influence due to other ultrasonic devices (e.g. Flow sensor). - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). - software failure. - bubble sensor defective / disturbed. - detection of no-existing bubbles. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. Based on the results the reported failure "arterial bubble detector sensed bubble even though perfusion did not think air entered the circuit" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if the serial number of the cardiohelp or other relevant information become available, the complaint will be reopened and further investigation steps will be initiated.

Event description:
This is a follow up MDR for MDR 8010762-2025-0000173. Complaint ID (B)(4).

Manufacturer narrative:
The serial number of the cardiohelp was not provided by customer. Thus, no UDI number can be provided. A follow up will submitted when additional information become available.

Event description:
The customer reported that the arterial bubble detector sensed bubble even though perfusion did not think air entered the circuit. The failure occurred during patient treatment. The flow/bubble sensor was replaced. No harm to any person has been reported. As any flow issues and bubble alarms are a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. Complaint ID: (B)(4).